Manufacturer narrative:
Concomitant medical products: product ID: st-jude-lead, serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain, chest discomfort and a jumpy heartbeat. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event. It was further reported that the device was reprogrammed and atrioventricular ablation was carried out.